Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited an episode of back-up mode due to electro-magnetic interference. The pacemaker was reprogrammed. The patient was in stable condition.